Event description:
A patient reported that their boston scientific spinal cord stimulation system is not working. The patient stated that it worked in the beginning when he went to sleep but the pain started to increase. The patient stated it is like a buzzing in their back. 600455591 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).